Event description:
The account alleged the head of the bed continued rising after the function was released. No pt impact.

Manufacturer narrative:
The account replaced the pt right power control board to resolve the issue.